Event description:
It was reported that the patient died of an acute cardiopulmonary arrest on (B)(6) 2017. Additional information could not be obtained.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.